Manufacturer narrative:
The reported field event of set screw connection issue could not be reproduced. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during an implant that an issue with the set screw was noted on the implantable cardioverter defibrillator (ICD). The physician elected to complete the procedure with another implantable cardioverter defibrillator. There were no patient consequences.